Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display noted. All operating currents are within specification. There was no unexpected low battery, off no power, or battery out limit alarms noted. No c13 isolation tape damage was noted on the lcd board. The pump passed the displacement test, self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. The pump was received with an intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at display window corner, and a cracked belt clip slot.

Event description:
The customer reported via phone call that he was trying to set the time but the arrow buttons were unresponsive on the insulin pump. Customer got the display to return after a battery change and cleaning the battery cap. Customer's blood glucose was 206 mg/dl at the time of the incident. Customer stated the screen was blank until the battery was changed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.